Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that after a novasure procedure on (B)(6) 2025, the physician reported that after examining the novasure the sheath of the device was crumpled and the array was unable to be fully closed. Physician attempted to reopen multiple times and used a uterine sound to further dilate the cervix and was ablet to successfully remove the device from the patient. No patient injury reported. Physician examined the cavity and observed 2 pieces of material in the cavity that were successfully removed. An x-ray was performed after removing the material to confirm that nothing remained in the uterus. No medical intervention was required.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted and the array is damaged in all the poles, and the sheath is damaged. Functional testing was not conducted; the issue was confirmed in the visual inspection and due to the damage, the device cannot be tested. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.